Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cs300 intra-aortic balloon pump (iabp) the pressure is not zeroing. No patient involvement.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine & found sometimes pressure zeroing or sometime zeroing not happen. Then reset the connections of front end pcb & found problem remains same. Further checked & found there is no any issue with the machine but there is an issue with the external accessory (pressure cable) i.e. Pressure cable of the machine is faulty. Customer need to arrange the same. Performed all tests. All tests passed. Observed the machine on system trainer for more than 3 hours & found machine is working ok. Equipment handover to customer in good working condition.

Event description:
N/a.